Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: during investigation, the pump powered on to a dim and discolored display. In addition, the battery compartment was found to be cracked and the battery cap had stripped threads. A test cap was used for this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a dim/discolored display and a damaged battery cap. This report is made based on results of investigation completed on 06/01/2016.